Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen and on the stent. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the distal end of the stent was damaged with bent and flared struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. An 8x2.75 rebel stent was advanced to treat the lesion. However, it was noted that the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.